Manufacturer narrative:
Device was not returned for evaluation.

Event description:
The customer alleged that the handpiece overheated and caused a burn to the patient. A prescription ointment was given to the patient.